Event description:
Customer reports the fluoro failed during an unknown procedure. They were able to complete the procedure by moving the patient to another room. No reported injury. No additional details were known.

Manufacturer narrative:
Customer called service requesting price on new x-ray footswitch. Product monitoring followed up with customer and found that the fluoro footswitch failed during a procedure. On another follow up call, the customer stated they had received the new foot pedal, installed it, and the system was fully functional.